Event description:
A customer contacted beckman coulter inc. (Bec) regarding ammonia (amm) results generated by their unicel dxc 600 pro synchron clinical system. This report documents the results obtained on (B)(6) 2011. Two separate reports have been submitted to document the falsely high amm results generated on (B)(6) 2011. There was no impact to patients with regard to this event.

Manufacturer narrative:
Bec cts (customer technical support) suggested the customer run a small precision study as a troubleshooting measure, but the customer stated that they do not get many amm samples since they are a small laboratory and declined to run the precision study. The customer stated that they have a back-up instrument in the laboratory and will be using that for their amm test. Per customer, the calibrations and qc were within specifications. The customer declined service and stated that when they get samples that required amm test, they would run them in duplicate on both instruments to closely watch the results. There were no further calls from the customer with regard to this issue. MDR# 2050012-2012-00105 documents the results from (b)64) 2011 and MDR# 2050012-2012-00174 documents the results from (B)(6) 2011.